Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported complaint and replaced the universal power distributor (upd-11). The system was tested and verified as ready for use. Isi has requested the upd involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 55/23 in the logs pointing to wrong bfc connection before surgery and 31221 pointing to a faulty power supply related to the complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted left colectomy and left adnexectomy monobloc surgical procedure, the system displayed a non-recoverable error 31221 and the patient side cart (psc) suddenly turned red. Prior to contacting the technical support, the customer restarted the system three times, reseated the bfc (blue fiber cable) and undocked the system. The technical support engineer (tse) reviewed the system logs and identified an error 55/23 in the logs, pointing to wrong bfc connection before surgery and an error 31221, pointing to a faulty power supply. The tse instructed to hard power cycle the psc and to move the bfc at the core side to a free port. After doing so, the system started up with error 31221. The procedure was converted to laparoscopy with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 01-june-2022: the system was restarted and rechecked several times upon powering on the system and the system was initially powered on without errors. The customer went through troubleshooting with the technical support engineer before converting the procedure to laparoscopy. The customer stated that the procedure started normally and the customer was able to operate with the robot for about 1/3 of the procedure before the "critical 31221" error code occurred. There was a procedure delay of 1 hour. The customer confirmed that the laparoscopic procedure went well without any complications. An intuitive surgical, inc. (Isi) field service engineer (fse) reviewed the system logs and noted that the customer converted the procedure approximately less than 45 minutes after startup. The fse also noted several system restarts to try to clear the error and indicated there was more than 10 minutes of troubleshooting. According to fse, there was 15 minutes of robotic surgery, then the error occurred, and about 12 minutes of troubleshooting to conclude that the system was no longer operational and needed to be converted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal power distributor (upd) associated with this complaint and completed investigations. Failure analysis investigations could not replicate the customer reported complaint. The upd was installed and tested on the printed circuit assembly (pca) test system. The system started up without any error. All arms and the boom moved with the full range of motion without any error. Ran 150x power cycles with this board and all passed. The upd remained on the test system for 20 hours in normal operation while testing other boards. It performed without any issue.